Manufacturer narrative:
The information provided for the product code and common device name with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed no delivery and they experienced high blood glucose level of mg/dl. The customer's blood glucose value was 460 mg/dl at the time of the call. The customer gave herself a manual injection but had not treated the high bgs. Troubleshooting was performed to determine the possible causes for the no delivery alarm. It was explained to the customer that the set was occluded. Customer was advised to change and return the infusion set for analysis. The infusion set was returned for analysis.